Manufacturer narrative:
(B)(4). Connecting to the patient line before it is properly primed and initiating therapy before connecting are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not verify that the patient line was primed before connecting and was not sure if they pressed go before connecting. The technical service representative (tsr) assisted the patient to end therapy and reviewed proper procedure. The tsr advised the patient to contact their nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.